Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6), 2014 for elevated blood glucose levels (426 mg/dl). Customer was treated with one shot of novolog and intravenous insulin, and was released from the hosp the same day.